Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and medical device monitoring error "patient underwent a novasure endometrial ablation and an essure placement on (B)(6) 2012". The patient's past medical history included vaginal delivery. Concurrent conditions included morbid obesity, nabothian cyst, ovarian cyst, dysfunctional uterine bleeding and uterine fibroid. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error." ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dysmenorrhea, dyspareunia, pelvic pain." Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. New reporters added. Patient's demographic information and relevant history added. Product indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Essure insertion date updated from (B)(6) 2011 to (B)(6) 2012. Per pfs, events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), essure confirmation test(s) conducted: no" added. Event "patient underwent a novasure endometrial ablation and an essure placement on (B)(6) 2012", concomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.